Manufacturer narrative:
There was no allegation or indication that an ion device, its accessories, or its software malfunctioned.

Event description:
It was reported that following an ion transbronchial lung biopsy procedure, the patient developed a small pneumothorax that required chest tube placement and hospitalization. The biopsied lesion was located in the left lower lobe with consolidation, and its exact size could not be accurately determined due to its pattern. The biopsy confirmed malignancy. Approximately 2 weeks after the procedure, the patient returned to the hospital with a small pneumothorax that was suspected to be related to the completed ion procedure. A pet scan identified the pneumothorax, and a chest tube was placed. According to the physician, the patient was asymptomatic despite the pneumothorax. The patient remained hospitalized for 3 days, was then discharged home in stable condition, and was undergoing cancer treatment. Per the physician, there was no allegation that a malfunction of an ion system, instrument, or accessory occurred.